Event description:
Pt alleges receiving breast implants 1/15/84. Pt alleges suffering from symptoms resulting from implants, including burning pain, and her dr said her implants are ruptured. Pt also believes her implant is ruptured because eh left side of her breast has decreased in size.